Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. However, the returned screw was misplaced in house prior to an evaluation being performed. The investigation will be re-opened should the screw be found. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15 biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, gingival hyperplasia, excessive bone loss requiring intervention, fracture, ingestion, aspiration and/or swallowing and nerve injury. The reported screw fracture could not be verified, as the product was misplaced in-house. No photographs or radiographs of the fracture were provided. Therefore, a visual and physical inspection could not be performed. A singular cause cannot be determined.

Manufacturer narrative:
Patient information not provided/unknown. Cmp-(B)(4). Event date not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) fractured. The doctor was able to retrieve the fractured piece.